Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was at 600 mg/dl with nausea, vomiting and symptom of diabetic ketoacidosis. It was reported that the patient was treated by medical personnel at the hospital with intravenous fluid, insulin via pump and injection. The patient allegedly remained on pump therapy with recent basal rate adjustments on the pump. Customer technical support reviewed the event with the reporter. It was reported that the patient had cancer exploratory surgery about a week prior and was in the hospital for post-surgical infection. Review of potential inaccurate delivery showed that all bolus and basal deliveries were correct and as programmed. Review of potential causes for bg issues revealed that the recommended dosage by bolus calculator was over reddened, bolus type was incorrectly programmed, and failed to bolus correctly. In addition, the insulin regimen was not adjusted for recent change in medication, changes in stress/pain level (surgery), and postsurgical infection. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a use error in that bolus was not executed correctly.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.